Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature ventricular contractions (pvc), dyspnea and bradycardia. It was reported that the right ventricular (rv) lead exhibited high thresholds and short ventricle to ventricle counts. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw). The leads remain in use. No further patient complications have been reported as a result of this event.